Event description:
A coronary artery was perforated during laser atherectomy catheter use. The "#7 proximal" had an 85% occluded, 4mm long eccentric lesion. First attempt (at 45 mj 25 pulses/second, 5 seconds, 5 passes) reduced the occlusion to 50%. Three more passes were made at higher laser power (55 mj, 35 pulses/second, 5 seconds, three passes) to reduce it further, when the catheter perforated the vessal wall. Ventricular fibrillation occurred, but was converted with a defibrillator. Vessel perforation was seen on the angiogram, and successfully sealed with a covered stent.

Manufacturer narrative:
This appears to be a procedure related occurrence. The doctor noted that he did not see a product quality issue with the catheter. We have confirmed that the catheter was thrown away, so it is not available for our inspection.